Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic damage to the pump display lens but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.